Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box showed a loss of prime with non-zero force had been recorded. No loss of primes occurred during investigation. The force sensor calibration was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test and force test were performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump had emitted multiple loss of prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.